Event description:
It was reported that during a surgical procedure involving an inflatable penis prosthesis (ipp), contamination/foreign material was identified on the implant and the tubing closes to the cylinder was protruding atypically. The device was replaced, and no adverse consequences were reported. No additional information was provided.